Event description:
It was reported that 12 patients had corneal edema at first post operative day.no additional information was provided.

Manufacturer narrative:
Additional patient information was received from field service engineer. Doctor reported that 10 patients have recovered, 1 has partly recovered and 1 patient has not recovered at all. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. Placeholder.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon inspection and analysis of the phacoemulsification unit, field service engineer found all technical parameters within specification. Per fse unit is functional and within amo specification. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted." (B)(4).

Manufacturer narrative:
Upon inspection and analysis of the phacoemulsification unit, field service engineer found all technical parameters within specification. Per fse unit is functional and within amo specification. All pertinent information available to amo has been submitted. Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted. (B)(4): placeholder.

Manufacturer narrative:
(B)(4). Placeholder.

Manufacturer narrative:
Information to properly complete an investigation was requested on (B)(6) 2012.all pertinent information available to amo has been submitted.